Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the issue was not established as no data logs from the case were returned to determine cause of placement signal issue.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. Patient had been weaned awaiting rp flex removal. Aic alarmed ¿placement signal not reliable¿ and ¿flow calculation disabled¿. Staff states patient had not been repositioned and chest x-ray confirmed placement. Motor current remained pulsatile with appropriate readings. The patient survived and there was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D4 revised